Manufacturer narrative:
(B)(4). Analysis of the pump revealed that fluid was in the reservoir, and that it was left running in simple continuous infusion mode. Pump logs gathered with no anomalies found. Infusion history gathered paired with event information showed that a pump tube prime may have been missed after implant. The pump passed dispense accuracy testing; no anomaly was found.

Event description:
It was further reported that the pump was implanted on (B)(6) 2014; the previously reported implant date of (B)(6) 2014 was noted to have been "approximated." Additionally, it was noted that the pump was implanted to replace a pump that reached normal eos (end of service), and that no priming bolus was performed. On (B)(6) 2014, another hospital increased the simple continuous infusion to 200.1 mcg/day; without change of the drug. On (B)(6) 2014, another hospital administered a therapeutic bolus of 479.7 mcg; without change of the drug. On (B)(6) 2014, the pump was refilled without dose changes. On (B)(6) 2014, a therapeutic bolus of 100 mcg in 10 minutes was administered. On 2014-10-08, the pump was explanted. Following pump explant, a test of "pump working with bolus 500.7 mcg" was done.

Event description:
It was reported the patient began to experience an increase in spasticity/hypertonia , less than 50% therapy relief and spasms. A healthcare professional (hcp) increased the baclofen dose and programmed a bolus with the pump. It was noted the pump did not show any issue. The patient was transferred to another hospital where the "functionality of the system was tested". X-rays of the system did not show any displacement, disconnection or kinking of the system. A drug refill was done to exclude drug stability issues, and a urine test excluded urinary infection that could "lead to external irritation spines". Finally, they aspirated from the lateral pump port that showed the catheter was not occluded. A 100 ug baclofen bolus (50% of daily dose) was done directly through the lateral pump port. The patient then showed overdose symptoms; spasticity reduction with hypotonia, low blood pressure, low ventilation, drowsiness. The patient was treated in intensive care, the drug was aspirated from the catheter and the pump was filled with saline and set to minimum rate. The clinical picture improved within some hours. Due to the initial symptoms, a pump malfunction was diagnosed and the pump was replaced the following day. The therapy was restarted with a drug increase to "170ng/die" with good "hyper tone and spasms control". The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).